Event description:
It was reported that a (B)(6) patient is presenting with fibrosis of the neck and new protruding bands. The patient had subdermal coagulation to the neck about one year ago. Generator settings were noted at 75% gas and 2 liters of flow. Multiple attempts were make to collect additional information. However, to day no further information has been provided. A follow up conversation was held with apyx medical's sr. Director of medical affairs, this event will likely leave permanent damage to the appearance of the skin due to the over-use of energy to a small area and only to the submental area not lateral sides of neck. Re-education was completed with the surgeon regarding technique to avoid future occurrences.